Event description:
It was reported that the ilet¿s touchscreen fractured, rendering the screen unresponsive and the device unusable, after which the user experienced trouble using the device and reverted to an alternative insulin therapy; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided, including a photo of the cracked screen. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.